Event description:
Patient underwent hysteroscopic endometrial ablation, laporoscopic tubal sterilization and laser excision of endometriosis on 12/2/91. On 12/7/91, patient called surgeon noting blisters in perineal area. Exam showed a third degree burn approximately 5 x 3 cm. C02 laser and laparoscope also used during procedure. Burns required treatment by another surgeon at his office.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.